Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that both right ventricular (rv) and right atrial (ra) leads had dislodged. An invasive revision procedure was performed and the both leads were revised. No further complications were observed.